Manufacturer narrative:
The returned lens was inspected under illuminated 10x magnification. Lens was cut in half with one broken haptic. No other defects noted in the optic. Our investigation revealed no product deficiency suggesting this event was not caused by the lens but instead by the patient's intolerance of a multifocal lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was not received for analysis. The lens met all specifications prior to release. Based on the information received from the surgeon we do not suspect the lens malfunctioned nor caused this adverse event. Halos and glare are a known and labeled possible side effect of all multifocal iols. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that the multifocal intraocular lens(iol) was exchanged for a monofocal iol due to the patient's intolerance of the multifocality of the lens.